Event description:
It was reported that the pump shut off unexpectedly. Caller will continue to use the pump for insulin therapy. It was reported that a malfunction alarm occurred. The customer cleared the alarm and resumed insulin therapy. Customer's blood glucose level was 99 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of malfunction was verified, however the alleged issue of unexpected shutdown could not be verified.